Manufacturer narrative:
The external visual inspection revealed the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted. The recipient was not reimplanted at this time.